Event description:
I had mentor silicone implants for cosmetic reasons implanted (B)(6) 2013 and since then nothing but issues. Something needs to be done about this and help so many other women who are going through this. There are too many women suffering from issues like mine to be a coincidence. Fatigue, joint and muscle aches, dry skin, dry hair, loss of hair, itchiness, gi problems. Gall bladder removal, depression, anxiety, brain fog; vision problems, rashes, suicidal thoughts. Just an over all feeling of unwell. I didn't think my implants could make me feel this way. Take them off the market. These makers can only hide for so long. I am taking these toxic tits out next month and I can't wait. Many women say once they are out of your body, you starts to heal and it's real. I was never to the doctor until 2 years after my implants, never; I have my reports, it's so crazy. Help us now. Many test. FDA safety report ID # (B)(4).